Event description:
It was reported that the pt underwent a urodynamic measurement procedure as part of a clinical study in 2004. Post operatively the pt experienced a urinary tract infection, and was treated with an antibacterial agent. The pt's symptoms were resolved as 7 days later.